Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer reported no adverse impact to blood glucose level. Reportedly, the customer performed cartridge changes resolving the issue.